Event description:
An unk size aneurx bifurcated stent and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unk. Post operatively the pt had complications related to renal insufficiency. The CT demonstrated that the stent graft was covering the renal arteries. The physician elected to remove the stent graft from the pt. The pt was reported to be in stable condition. Medtronic has not received the explanted stent graft.